Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient was discharged on (B)(6) 2024. Ncct, cta, and mr taken during this hospitalization. Imaging reported ivh within the right lateral ventricle. The ventricles are normal in size and morphology without hydrocephalus. No mass effect or midline shift. Patent flow contrast throughout the device and into the right mca. Device was implanted. Additional findings of severe stent stenosis with patent flow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported cec adjudicated causal to procedure and possible to device and apt. Cec comments likely hemorrhagic transformation of periprocedural infarct, which in turn may be due to device stenosis on cta. Post implant aneurysm occlusion (B)(6) at the end of the procedure was class 3. Site answered query and clarified it was a data entry error and corrected the data to complete wall apposition. However, filled out a f/u imaging crf and also noted wall apposition incomplete.

Event description:
Additional information received reported cta head on 05-july-2024 reported "there is severe stenosis/underdistention of the distalmost portion of the device within the proximal right m 1 segment with patent flow". No treatment is documented. Subject was also diagnosed with intraventricular hemorrhage (ivh) at this time and hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported device stenosis. The side branches covered by the pipeline: choroidal, anterior cerebral and ophthalmic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event resolved on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced headache and intracranial hemorrhage and was hospitalized on (B)(6) 2024. Actions taken: stop effient, start aspirin 81mg bd, daily p2y12 10 mg. Once p2y12 was close to normal plan to restart half does effient. Tylenol and oxycodone 2.5 mg (B)(6) 2024 for headache. The patient was recovering/resolving. The event did not result in a new or worsening of existing neurological deficits. Non-intracranial hemorrhage and intraventricular hemorrhage postop day 3 following pipeline placement was noted. The patient was being treated for a right ica c6 aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 4 mm, dome height 4 mm and dome width 4 mm. The access vessel was the radial right. Rist was used. Ae was not related to the disease under study. The study device was successfully implanted in the subject. Wall apposition was achieved. Side branches were not covered by the pipeline. No device flattening or twisting was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported 5 mg of prochlorperazine was administered intravenous on (B)(6) 2024 for worsening of adverse event. Hemorrhagic transformation of periprocedural infarct due to device stenosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient's hospitalization ended on (B)(6) 2024. It was also noted that there was not complete wall apposition at an unscheduled visit on (B)(6) 2024. It was reported that there was complete wall apposition at the initial procedure two days prior. The aneurysm dimensions were updated. It was stated that the max diameter was 5.2mm, the dome height was 5.2mm, the dome width was 3.8mm, and the neck size was 4.8mm. The parent artery diameter was 2.5mm distal to the aneurysm and 4mm proximal. Ancillary devices included a phenom 27 microcatheter and phenom plus support catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported cec adjudicated causal to procedure and possible to device and apt. Cec comments likely hemorrhagic transformation of periprocedural infarct, which in turn may be due to device stenosis on cta. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Site answered query and clarified it was a data entry error and corrected the data to complete wall apposition. However, filled out a f/u imaging crf and also noted wall apposition incomplete.